Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Arroyave js, larenas f, massouh r, gonzalez d, brown pv, concha sa, zaliasnik ta, gimenez b, palese m, fulla j. Predictors of symptomatic relief in water vapor thermal therapy for prostatic hyperplasia: 36-month prospective study. World j urol. 2024 oct 16;42(1):576. Doi: 10.1007/s00345-024-05295-5. Pmid: 39412583.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted on patients treated with water vapor therapy by a single surgeon between july 2020 and september 2023. The aim of the study was to identify the factors predicting the achievement of minimum clinically important differences (mcid) after a water vapor therapy for prostatic hyperplasia. 206 patients were enrolled and followed for a median of 29.1 months. There were no intraoperative complications, and all patients were discharged the day of surgery. A significant improvement was seen at various follow-ups realized during the period of the study. Changes in ejaculation during the first weeks were mentioned but then ejaculation improved and remained stable. Regarding adverse event, acute urinary retention was observed in 21 patients, of which 18 experienced the retention within the first 7 days post-catheter removal. Urinary tract infection occurred in 12 patients. One patient required anesthesia for bladder clot evacuation three months after surgery. One patient needed pertacuneous drainage for a urinoma, which it was assumed it occurred due to a prostatic capsule perforation. Surgical re-intervention was required in 6.3% of patients. 23 % of these underwent turp, primarily to address scar tissue formation within the prostate, cavities formed, and remaining dead tissue. The other patients underwent laser enucleation.

Manufacturer narrative:
Arroyave js, larenas f, massouh r, gonzalez d, brown pv, concha sa, zaliasnik ta, gimenez b, palese m, fulla j. Predictors of symptomatic relief in water vapor thermal therapy for prostatic hyperplasia: 36-month prospective study. World j urol. 2024 oct 16;42(1):576. Doi: 10.1007/s00345-024-05295-5. Pmid: 39412583. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted on patients treated with water vapor therapy by a single surgeon between july 2020 and september 2023. The aim of the study was to identify the factors predicting the achievement of minimum clinically important differences (mcid) after a water vapor therapy for prostatic hyperplasia. 206 patients were enrolled and followed for a median of 29.1 months. There were no intraoperative complications, and all patients were discharged the day of surgery. A significant improvement was seen at various follow-ups realized during the period of the study. Changes in ejaculation during the first weeks were mentioned but then ejaculation improved and remained stable. Regarding adverse event, acute urinary retention was observed in 21 patients, of which 18 experienced the retention within the first 7 days post-catheter removal. Urinary tract infection occurred in 12 patients. One patient required anesthesia for bladder clot evacuation three months after surgery. One patient needed pertacuneous drainage for a urinoma, which it was assumed it occurred due to a prostatic capsule perforation. Surgical re-intervention was required in 6.3% of patients. 23 % of these underwent turp, primarily to address scar tissue formation within the prostate, cavities formed, and remaining dead tissue. The other patients underwent laser enucleation.